Event description:
It was reported that there was a poly revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5516-f-502, triathlon p/a ps beaded #5r, lot code: unknown; cat. No.: 5526-b-600, triathlon prim bead pa sze6 bp, lot code: unknown. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device discarded.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there has been one other reported similar events for the lot and sterile lot referenced. This other event remains to be investigated at this time. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a poly revised due to infection.